Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6)2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving fentanyl 3000 mcg/ml with a unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported there was a confirmed catheter event. It was noted that the rep was called to a catheter revision on friday ((B)(6) 2019). It was noted that the doctor was not able to aspirate and could not find the original catheter in the patient's back. The doctor did two catheter revisions. The first one the doctor could not aspirate so they did a second catheter intrathecal. It was noted that after the second spinal implant the doctor could still not aspirate cerebrospinal fluid (csf) and had a lot of resistance. The doctor ordered an MRI (magnetic resonance imaging) to diagnosis and see what was going on. It was noted they went below and found the old original catheter on saturday ((B)(6) 2019). The patient had a back fusion on l3, l4 and l5 on an unknown date. It was stated the doctor did a surgery on saturday ((B)(6) 2019) and implanted a third catheter. It was verified that they could get csf on the new catheter. The issue was diagnosis via imaging (MRI) and surgical exploration. No symptoms were reported. The event d ate was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the surgeon told the rep the day of surgery that that was the reason they wanted them to replace the catheter. It was noted that the cause was not determined. It was noted that they were able to aspirate the catheter implanted on saturday (B)(6) 2019) the two catheters will not be returned as they were disposed of. The patient's weight was unknown. It was noted that the physician provided the rep with the information. No further complications were reported/anticipated.